Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the left knee arthroscopic meniscoplasty operation, could not fire at the 1st firing. The surgeon suspect the internal spring was broken. No additional information could be provided. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed the deployment gun. The photo showed that the gun was in the trash. It was not possible to see if the implants were still attached in the needle. Also, the silicon sleeve was damaged and moved from its original position. The needle was bent along with the gray pusher rod. Finally, the photo did not allow to see the condition of the red trigger. Since the condition of the device shown evidence of deployment issue, this complaint can be confirmed. The possible root cause for the deploy failure reported could be related to the needle insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance and did not pull the trigger all the way. This bend in pusher rod is typical of aggressively removing the needle following use which may damage it. However, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: 6l68267, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in china that during a left knee arthroscopic meniscoplasty procedure on 12/30/2020, it was observed that the omnispan meniscal repair 12 degree device did not fire at the first firing. Another like device was used to complete the procedure. The surgeon suspect the internal spring was broken. There were no adverse consequences to the patient. No additional information could be provided.